Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a posterior flail. An xtw clip (40306r2078) was inserted and deployed on the mitral valve. To further reduce mr, an additional xtw clip (40311r1004) was deployed lateral of the first clip. However, shortly after deployment of the second clip, it was observed both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) resulting in a flail of the posterior leaflet. No additional clips were implanted, and mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.